Manufacturer narrative:
Concomitant medical products: 5524m-53 lead, implanted (B)(6) 1995. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and oversensing. The lead was reprogrammed and is planned to be replaced. No patient complications have been reported as a result of this event.